Manufacturer narrative:
This report was initially submitted following notification that a customer in the (B)(6) reported a discrepant organism identification in association with the vitek® 2 gram-negative (gn) identification (ID) test kit (card). The organism was reported as bordetella bronchiseptica. The strain was identified by sequencing as pelistega suis. Biomérieux investigation was conducted, although the strain submittal received from the customer was not viable. The investigation confirmed that pelistega suis is not a claimed species by the vitek 2 gn ID card. When an isolate is tested in the gn ID card, the gn knowledge base will attempt to match the card reactions to known reaction patterns stored in the knowledge base. If the reaction pattern of an unclaimed species is tested and match those in the knowledge base with a high degree of confidence, a mis-identification can occur. The vitek 2 product information contains the following warning in the limitations section: "testing of unclaimed species may result in an unidentified result or a misidentification." Gn ID card lot # 2410071103 and 2410105203 met final qc release criteria. These lots passed initial qc performance testing. No ncmrs were written against these lots. Ncmrs were reviewed for the last 13 months (23dec2016-23jan2018); no ncmrs were written against the gn ID card. Without a viable strain from the customer, no further investigation is possible. The investigation concluded that the vitek 2 gn ID card is performing as intended and in accordance with product labeling.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of pelistega suis in association with vitek® 2 gn ID test kit (ref 21341, lot 2410071103). The vitek® 2 gn card had identified the isolate, obtained from a nasopharyngeal swab from a rabbit, as bordetella bronchiseptica. Further testing by the customer included oxydase and catalase testing, both with positive results in line with bordetella bronchiseptica. They also performed gram staining, which showed a gram negative rod-shaped bacteria as expected for bordetella bronchiseptica. The original culture was tested in house and by two other labs for pcr, all returning a negative result. The culture was then sent to a third party laboratory for maldi tof identification and 16s sequencing. Maldi tof results showed a bacteria which was not within the standard database. The 16s sequencing result: >99% pelistega suis. There is no indication or report from the laboratory that the discrepant result led to any adverse events. A biomérieux internal investigation will be initiated.